Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported feeling light headed and irregular beats. A remote interrogation noted another manufacturer's right ventricular (rv) lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. A revision procedure was performed where the rv lead was viewed under fluoroscopy with no sign of visual damage. Thus the rv lead was surgically abandoned and the crt-d remained in service. A new rv lead was successfully implanted. It was noted that sometimes the patient has premature atrial contractions and goes in and out of atrial fibrillation (af). No additional adverse patient effects were reported.